Manufacturer narrative:
This report contains a correction to field h6: patient codes from section device manufacturers only.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pressure and flutter feeling that can be replicated with rv only pacing in the clinic. Part of plan reprogramming was to leave the trend off with fixed output to monitor patient symptoms. Additional information received indicated that the patient with this rv lead experienced infection. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pressure and flutter feeling that can be replicated with rv only pacing in the clinic. Part of plan reprogramming was to leave the trend off with fixed output to monitor patient symptoms. Additional information received indicated that the patient with this rv lead experienced infection. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.